Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2016. The patient reported that she obtained alleged inaccurate erratic results of ¿240 and 180mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with insulin pump therapy and reported that on (B)(6) 2016 that she increased her dose of novolog insulin ¿4.2 units¿. The patient denied that she developed any symptoms and no medical intervention was reported. Additionally no other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out and the test strips had been stored correctly and had not expired. The test strip vial was neither cracked nor broken. The patient no longer had control solution to conduct a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.